Event description:
The surgeon reports that upon insertion of crystalens, the iol broke. A 3/4 of the lens was intraocular and 1/4 of the lens stayed in the injector. A ci-28 crystalsert crystalens delivery system was used to insert the iol. The surgeon enlarged the incision to remove and replace the lens with another iol of the same model and unspecified power. No sutures were used. No further injury was reported. Please reference MDR #: 2031924-2011-00112.

Manufacturer narrative:
The delivery device has been returned to bausch + lomb and is currently under eval. Results will be submitted to the FDA in a supplemental report. The lot number of the delivery device was not provided. Therefore, a device history record review could not be performed. In the surgeon's opinion, the most likely cause of the iol damage may have been due to the foam tip.